Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise reversion episodes were noted leading to inappropriate mode switch episodes. The noise was not reproducible, the patient will continue to be monitored by follow-up and was in stable condition.